Event description:
Duragen secure may have led to increased swelling on the pt, however, not confirmed it was due to the product. The pt had an extradural hematoma. The pt underwent other surgery and was better thereafter. On (B)(6) 2014, apparition of neurological deficit reported. The scan showed a collection (extra dura). More deficit on 24 hours and decision of reoperation: duragen looks like a sponge (maybe an inflammation reaction) and was removed. Next day the pt got better. Additional info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.